Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system error "popped up" after a patient was docked and it was not possible to recover from the failure; therefore, it was necessary to shut down the machine. After shutting down the machine, the arm went down and caused an eyelid full thickness cut which was repaired with a primary suture. The surgery was not completed due to the possibility of retinal detachment or choroidal rupture. Additional information has been requested.